Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The patient rep reported that the patient was having problems with her pump. The patient rep stated there was an application where people can change the settings for the pump. Agent reviewed this has to be done by an healthcare provider (hcp) with their tablet and that patients cannot change the settings in the pump. The patient rep became insistent during call stating yes it could be done and it was a fact. The patient rep stated right on line it was possible to make changes. The patient rep stated, "pi and workman's com people". The patient rep stated he worked in a nursing home as a maintenance guy and now they were making life miserable. The patient rep stated "lamastro" somehow was making changes. The patient rep states people were adjusting the pump specially people that he used to work near and causing issues with the pump. The patient rep stated it was a fact this was happening as he had seen this happen twice. The patient rep stated all of a sudden the patient would feel something and gets dizzy and the patients memory was bad. The patient rep states they caused the patient to have drop foot and this all started beginning of last summer. The patient rep states they went through all kinds of tests last summer and did a heart monitor and brain scan and the only time the patient had any problem with a stroke was in 2021. The patient rep mentioned the patient went through 14 days of heart monitor before the pump was changed. The patient rep also stated the healthcare provider provided oxycodone. The patient rep stated the patient goes to rehab and has some serious pain because they use the plate in the rod and the old style not the new style. The patient rep states the patient went through another hip surgery and "did not even take oxy and just needed a tylenol". The patient rep mentioned he was going to after healthcare provider (hcp) for malpractice because of this. The patient rep states he was the strict guy for safety as his job and now this was all happening. Patient would go in the kitchen after this and her memory was shot for the weekend and they were out of balance on what they were supposed to do or anything. It was stated, 'patient has a balanced time at night and during the day and they could change the doses like they did someone has done and time date and everything'. The patient rep was requesting the code be changed on the application and looking for a referral. Agent reviewed only the doctor could do that. Patient service reviewed that patients cannot make any changes to their dosage or concentration. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have had 2 hip operations and they would not let him have therapy or anything like that so they made a rail in there that stands up alone so they could walk around. Patient did not have a kickstand boot to hold up so they had to make something up to put in the bed so if they would not, the blankets wouldn't put her foot down. The patient rep became demanding stating this could happen where people could make changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative who reported that the patient was having problems with the pump, and they would like to get a second opinion on the pump. The caller stated that they have a feeling that ¿someone is messing with the dosage in the pump for about 6-8 months¿. The caller stated that ¿the medication spikes up for a split second and they have problems with it¿. The agent reviewed physician listings and emailed listings to the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative (rep) reporting that the pump device had been hacked. They were under the impression people were increasing the dosage to the point of the patient fainting. They were requesting the "code" to be changed. The managing healthcare provider (hcp) directed them back to medtronic.